Event description:
Dopamine drip started at rate of 0.3 cc/hr using infusion pump. Twenty mins later, newborn's blood pressure was 140/117. Dopamine drip stopped. Total volume infused in 20 mins was 0.7 cc. Newborn's blood pressure returned to normal.